Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (ph). Due to insufficient information, possible pah location, device info and treatment date is not documented

Manufacturer narrative:
Additional information: a2, a4, a6, b5 (area of treatment), e1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph (B)(6) 2023. Patient received corrective surgery for the ph.

Manufacturer narrative:
Additional information: b5, d1, e1, h6 (b22 to b15), and h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. D1: coolsculpting system and coolsculpting elite system. D4: unknown control unit.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system and coolsculpting elite system. The patient was treated on (B)(6) 2019 to the mid abdomen and lower abdomen, and on (B)(6) 2020 and (B)(6) 2021 to the lower abdomen. Coolsculpting system - cooladvantage, coolcurve plus applicator and coolsculpting elite system - curve 150 (c150) applicator were applied to the lower abdomen. The patient developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2023. Patient received corrective surgery for the ph. Patient had recurrence of ph after liposurgery.